Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before placement, the tip of the foley catheter and balloon was deformed.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported event was confirmed manufacturing related. Visual evaluation of the returned five-photo sample noted one opened (with original packaging), used silicone foley. Visual inspection of the first photo sample noted the overview of the foley catheter rand syringe in the tray. The second and third photo shows the catheter with a bent tip. The fourth photo shows the inflation valve/cap. The fifth photo show the product packaging with information. This does not meet specification per ip7602052 rev 16 which states "tips should be straight with respect to tube, transition between tube and tip should be smooth according to visual aid". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before placement, the tip of the foley catheter and balloon was deformed.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) clinic. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before placement, the tip of the foley catheter and balloon was deformed.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event was confirmed manufacturing related. Visual evaluation of the returned five-photo sample noted one opened (with original packaging), used silicone foley. Visual inspection of the first photo sample noted the overview of the foley catheter rand syringe in the tray. The second and third photo shows the catheter with a bent tip. The fourth photo shows the inflation valve/cap. The fifth photo show the product packaging with information. This does not meet specification which states "tips should be straight with respect to tube, transition between tube and tip should be smooth according to visual aid". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before placement, the tip of the foley catheter and balloon was deformed.